Event description:
The information provided to sjm indicated the patient underwent aortic valve replacement with a 25mm sjm trifecta valve (model tf-25a, serial: (B)(4)). The patient had an echo performed with a mean gradient of 80 mmhg in june 2013 and confirmed to be 59 mmhg on (B)(6) 2013. The patient is currently asymptomatic. Ultrasound shows one leaflet to be fixed and non-functioning as well as evidence of thickening. The patient has been given anticoagulants for 3 months and the valve is expected to be explanted.